Event description:
Caller (pt's wife) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.6; date: (B)(6) 2011, lab: 3.x; date: (B)(6) 2011, inratio: 1.6, lab: 3.47. Pt's therapeutic range: 2-3 inr.

Manufacturer narrative:
Investigation pending.